Event description:
It is reported that the pt was revised due to a patella tracking issue.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.: review of the primary operative notes does not indicate root cause. Revision operative notes indicate the pt was revised due to recurrent subluxation of the patella. The possibility of some internal rotation of the femur was noted. All components were revised except the patellar component. No further description of the explants was provided. Review of the returned radiographs confirms subluxation of the patella. The medial/lateral radiograph dated on (B)(6) 2013 suggests internal rotation of the femoral component with respect to the tibial component. Internal rotation of the femoral component may contribute to patellar subluxation; however, this cannot be definitively confirmed. The package insert provided with the patellar component lists dislocation and/or joint instability as an adverse effect. This is therefore a known inherent risk of the procedure. Cause cannot be definitively determined.: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. The info provided on this form was previously submitted under mfg report number # 2648920-2014-00272.